Event description:
It was reported to philips healthcare that the heartstart mrx locked up after software upgrade with a failure to power up.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.